Event description:
Customer stated that the heating pad slipped from the cloth cover while she was using it and it burned her entire side. Customer left pad on her side and fell asleep which is contrary to directions for use as specified on instructions.